Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier blocks very often. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73c1800128 was manufactured on 03/12/2018 a total of (B)(4) pieces. Lot was released on 03/14/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. This sample was reviewed with a r & d engineer. First, the partially loaded clip was manually removed and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws as it didn't catch on the bottom jaw. Upon closer examination, it was noticed that there is a buildup of biological material in the bottom jaw which prevented the clip from loading properly. The buildup was manually removed and another attempt was made to fire the device. This time, a clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. The remaining clips were all able to properly load and were successfully ap plied to over-stressed tubing except for one which misfired due to user error. The sample was returned with 10 clips remaining, including the partially loaded clip, indicating that 5 clips were fired by the end user. The root cause of this complaint issue is the buildup of biological material in the bottom jaw. There were no functional issues found with the device itself. Therefore, based on the condition of the returned sample, operational context caused or contributed to this event. The reported complaint of "the applier blocks very often" was not confirmed based upon the sample received. Upon functional inspection, all of the clips fell were able to fire from the device which is why the reported complaint issue was not confirmed. However, it was found that a buildup of biological material was stuck in the bottom jaw which prevented the first tested clip from properly loading. Once the buildup was removed, the remaining clips were able to fire properly. There were no functional issues found with the device. Since the clips were unable to load due to the buildup of biological material in the jaw, operational context caused or contributed to this event.

Event description:
It was reported that the applier blocks very often. There was no patient injury.